Event description:
Same case as MDR#2134265-2013-02710. (B)(4). It was reported that during a percutaneous coronary intervention (pci) with stent implantation side branch occlusion occurred. The patient presented due to stable angina and was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (lad). It was described as 30mm long, with a vessel diameter of 2.25 mm and 99% stenosis. The angiography also revealed 10% side branch stenosis at 1st septal. The lad lesion was treated with implantation of two promus element plus stents (2.25x28 mm and 2.25x12mm), with 0% residual stenosis. Post procedure angiography revealed 80% 'branch stenosis' in 1st septal. The patient was discharged the following day on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).